Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported a hospitalization due to diabetic ketoacidosis. The blood glucose of the customer was 700 mg/dl at the time of hospitalization. The mother reported that the customer woke up with a stomachache and thought it was a virus. He did not realize that his blood glucose was increasing until later in the evening. Nothing further reported.